Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator found that the noise anomaly was isolated to the hybrid. The hybrid was removed for further analysis and tested normal. The failure mode could not be duplicated.

Event description:
It was reported that a pacer dependent patient presented to the hospital experiencing syncope. Upon interrogation of the pulse generator, stored episodes of noise reversion, auto mode switch and high ventricular rate were observed. The device was explanted and replaced on (B)(6) 2014.